Event description:
It was reported the instrument was used during a low anterior resection. It was reported the stapler was fired but no anastomosis occurred. The surgeon was unable to determine whether any staples were released into the tissue. The instrument did close easily prior to firing. The surgeon had to do an apr instead.